Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optic sensor failure alarm. The customer successfully transduced the central lumen for arterial pressure. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optic sensor failure alarm. The customer successfully transduced the central lumen for arterial pressure. There was no reported injury to the patient.

Manufacturer narrative:
Additional initial reporter name - (B)(6). The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the maquet sheath. A catheter tubing kink was observed at approximately 69.6cm from the iab tip. A laser test of the optical fiber was performed and break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a iab optic sensor failure alarm. The customer successfully transduced the central lumen for arterial pressure. There was no reported injury to the patient.